Manufacturer narrative:
The device was returned and the evaluation states that the crossbrace has a cracked weld at the seat rail. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The crossbrace has a broken weld.